Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have had a recent history of deep vein thrombosis (dvt) in the right lower extremity and chronic venous insufficiency. The dvt was noted to be chronic and acute. The filter was implanted via the left common femoral vein and successfully deployed below the renal veins. The patient then underwent needle aspiration of fluid that was consistent with ganglion or baker cyst. This was followed by mechanical thrombectomy in the right superficial femoral vein and subsequent thrombolysis and angioplasty. Extravasation was noted that required further angioplasty with good result. The patient is reported to have tolerated the procedure well and without further complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to fail retrieval attempt and the filter is embedded in the inferior vena cava (ivc) wall. Approximately six years and ten months after the implantation, the patient became aware that the filter had fractured and was associated with perforation of strut(s) outside the ivc. The patient reported that the filter was embedded in the ivc wall and that filter struts appeared to be external to the ivc. An unsuccessful retrieval attempt resulted in filter fracture with struts remaining within the patient¿s body. Details of this retrieval attempt were not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, retrieval failure and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported details indicate that retrieval was attempted more than six years after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to fail retrieval attempt and the filter is embedded in the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 82 months, 17 days post implantation. The ppf notes that the there was perforation of the filter struts outside of inferior vena cava (ivc). The filter was embedded in the wall of the ivc and was unable to be retrieved, due to unsuccessful percutaneous removal procedure. The patient claims that the filter fractured, and the struts remained in the body. The patient claims that the struts appeared to be external to the cava. The struts were attempted to be removed but percutaneous removal was unsuccessful. According to the information received in the medical records, the patient¿s pre-operative diagnosis was deep venous thrombosis (dvt) in the right lower extremity, chronic and acute and chronic venous insufficiency. The left groin was prepped and draped in the usual fashion. Inferior venacavogram was performed and measured to the vena cava 26mm. The optease filter was the deployed successfully below the renal veins through the introducer sheath and the sheath was removed. Pressure was held until hemostasis was achieved. Under ultrasound guidance to the right popliteal fossa was inspected. There was a large 5x7cm fluid collection. The fluid was aspirated and the contents revealed a vicious clear yellow fluid consistent with ganglion cyst or baker cyst. Using ultrasound guidance the popliteal vein was identified. A venogram of the right lower extremity was then performed. The findings revealed recanalization of the superficial femoral vein with markedly stenotic areas. Completion venogram was performed revealing no residual stenosis distally. The balloon was reinserted and the user inflated the balloon again and there was a significant narrowing that dilated with eight atmospheres of pressure. Repeat venogram showed some extravasation from this site, so the reinserted the balloon and inflated it to six atmospheres for two minutes. Venogram was repeated and it showed good flow through the vein. There is flow all the way up to the inferior vena cava. At this point, the instruments were removed and pressure held until hemostasis achieved. The patient tolerated the procedure well without apparent complications and was transported to the recovery area in stable condition.